Event description:
It was reported to the manufacturer that the site has been facing communication issues with their wand. Replacing the battery did not resolve the issues. The non-working programming wand was returned to manufacturer for analysis. Analysis of the programming wand revealed that there was an intermittent conductor which produced communication errors. A known good bench serial data cable and the battery were substituted. All communications errors cleared. No further anomalies were observed during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.